Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Rv pace impedance was out-of-range high starting (B)(4) 2016. Analysis also indicated that the impedance trend on the rv pacing lead was rising. Rv pace impedance was steady at approximately 466 ohms through (B)(4) 2014, then steadily rose to 2272 ohms between (B)(4) 2014 and (B)(4) 2016.

Event description:
It was further reported that prior to replacement, the right ventricular lead had also exhibited a gradual rise in pacing impedance to high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.